Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 21 november 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles clogged during use with "humalog or lantus" while performing the flow check, and they were changed "up to 3 times". The consumer wiped the pen tip with alcohol before use. Batch# 9029775 and an unspecified lot were reported to have been involved in the event, though it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "finding needle to clog during the flow check. Changes the needle on her pen, either humalog or lantus and it works. Sometimes needs to change the needle up to 3 times to get one to work. Consumer does not reuse pen needles. Wipes pen tip down with alcohol before use. Prior box found needles clog during flow check also."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029775. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles clogged during use with "humalog or lantus" while performing the flow check, and they were changed "up to 3 times". The consumer wiped the pen tip with alcohol before use. Batch# 9029775 and an unspecified lot were reported to have been involved in the event, though it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "finding needle to clog during the flow check. Changes the needle on her pen, either humalog or lantus and it works. Sometimes needs to change the needle up to 3 times to get one to work. Consumer does not reuse pen needles. Wipes pen tip down with alcohol before use. Prior box found needles clog during flow check also."